Manufacturer narrative:
Photo evaluation: one (1) image was received showing a gap between the taper tip and the graft cover tip post removal from the patient. It was no possible to determine the gap length from the image. The reported dimensional deviation was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during an endovascular treatment of a 40mm  abdominal aortic aneurysm and a dilated common iliac artery.  It was reported that after unpacking the 162093 limb, a gap was found at the proximal end, between the graft cover and the tip of the delivery system. A large non-medtronic sheath was used for surgery. The physician tried to deliver the stent through the sheath but insertion difficulties were encountered and the stent could be delivered. The delivery system could not be fully inserted into the non-medtronic sheath and therefore could not reach the deployment area. The intraoperative plan changed and a 161695 and 1610120 stent grafts were implanted instead, and left internal iliac embolization was performed to complete the procedure. Per the physician, the cause of the event could not be determined.  No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported insertion difficulties and gap between the graft cover and tip could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Procedural angiograms videos showing the attempts to insert the delivery system into the non-medtronic sheath (unknown diameter) were not available for a thorough analysis of the reported event. B5; additional information received: it was reported that the size of the non-medtronic sheath used when attempting to insert the 162093 was 16fr and the observed gap between the delivery system tip and graft cover was the same as prior to insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis summary: a bend was evident to the taper tip. A gap of approximately 1.5mm was evident between the taper tip and graft cover (maximum specification <(> <<)>5mm.). A kink was evident to the graft cover at the stent stop. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.